Event description:
A healthcare facility in texas reported via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber dome was found to be leaking between the chamber dome and chamber base. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer reported that a mr290v vented autofeed humidification chamber was found to be leaking between the chamber dome and chamber base. Conclusion: without the complaint device, we are unable to confirm the reported event. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.". - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.". - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.". - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure". - "ensure there is water supply connected to the chamber and that water is present within the chamber". - "do not use the chamber if the seals are not intact when received, or if it has been dropped.".

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber dome was found to be leaking between the chamber dome and chamber base. There was no patient consequence.